Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was pacing when the patient had their own heart rate. It was noted that the epg was programmed to synchronous pacing of 50 and was pacing despite the patient having an underlying rate of 70. It was noted that the epg subsequently passed testing at the biomedical department of the facility. No patient complications have been reported as a result of this event.